Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging inaccurate results of "545mg/dl and 560mg/dl" as compared to another meter's readings. The patient did not provide value(s) obtained on the other device. This complaint is being reported because the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.